Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation and the ipg was non functional. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient experienced inadequate stimulation and the ipg was non functional. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg was disposed.